Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products 4076 implantable pacing lead (B)(6) 2008; 1058t implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator (ICD) at end of service (eos). It was noted that the ICD had been set to high output at implant, and was not optimized for best outputs. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.